Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2005 - repair of an incisional hernia with a composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol was received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore wee are submitting this MDR based on the additional information received. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol was received to date. Without additional information, no conclusion can be drawn.